Event description:
Eye incision was made and the surgeon was ready to use the handpiece, but it would not work. The staff did not see an error message and had to look at all areas for trouble shooting, such as checking for loose attachments, looking at the steps if they missed steps, changed the tubings and eventually turned the whole machine off to reboot.what was the original intended procedure?eye incision.device #1is this a laboratory device or laboratory test?no.